Manufacturer narrative:
D9: date returned to mfg.: 12/18/2024. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the downstream occlusion seal. Additionally, the upstream occlusion seal was observed to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso and uso seals were replaced and dso and uso sensors were recalibrated, and the device passed all testing.

Event description:
It was reported that the pump does not recognize the bag. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.